Event description:
Related manufacturer reference number: 1627487-2019-06163. It was reported the patient experienced ineffective stimulation and high impedance on 4 contacts. Patient also reported error message displayed when attempting to increase therapy. As a result, the lead and ipg was replaced due to high impedance. Effective therapy was established post-op.

Manufacturer narrative:
The reported issue of ineffective stimulation was not confirmed. The returned ipg, passed all functional testing on the ate and passed bench testing ¿no¿ load, 500ohms, and 1k ohms impedance test. No anomalies were identified that would have existed prior to explant that would have contributed to the alleged complaint.